Event description:
Customer's family member called for assistance with their customer's pump. Screen shows no delivery and family member stated that customer had the reservoir attached to be site handing. Advised customer to treat high bg with injections as per md. Customer was treated at home by paramedics. Family member called back for assistance with filling reservoir. Customer needed to be treated at the hosp due to their high bg.